Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that approx twenty two months post filter implant, during retrieval of an ivc filter, it was observed that one filter limb had detached and remained within the ivc. Reportedly, a CT scan taken at a later date demonstrated that the filter limb had moved to the right pulmonary branch. The pt is reported to be asymptomatic.